Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and "hole on valve side." Device has been explanted.

Event description:
Healthcare professional reported left side deflation and "hole on valve side." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one opening curved on the radius and crease flat. Leak test and microscopic analysis was performed which identified: crack valve, one opening sharp on the valve bond edge, and one opening striated on the radius. Based on the device analysis the final assessment is: a sharp opening on valve bond edge (anterior) assessed as an unidentified (tear) opening. A cracked valve seat diaphragm valve. One striated opening on the radius assessed as surgical damage consistent in the use of some surgical tool.